Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was the close button was unable to be fully depressed. The plungers on the handle were slightly discolored. No additional initial visual abnormalities were noted for the handle and adapter. The close button on the handle was only able to be depressed halfway. The handle was dismantled and it was observed that the magnet insert had been dislocated from the button plunger. The magnets were still properly engaged to the magnet insert. The magnet sleeve showed wear marks from impact of the plunger while dislocated and the rocker plate had visible scratches from contact with the insert. No functional abnormalities were noted for the adapter. A review of the device history records indicates each device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may result from autoclave cycles combined with cleaning with an alkaline ph detergent. A process improvement has been implemented for this failure mode. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter,the blue close/fire button did not work. It cannot close the reload. The handle was not used on a patient. The malfunction of the blue button was discovered during a test. The open/close button was not depressed fully autoclave is the device sterilization method used. Autowasher was used for cleaning of the device. No reinforcement material was used in conjunction with the stapling device. There was no unanticipated tissue loss. There was no blood loss of 500cc or more. The surgical time was not extended by more than 30 minutes due to the product problem